Event description:
On june 18, 2009, a doctor reported that a pfm inlay and an inlay seated with maxcem elite on two different patients fell off. The incidents occurred after the initial seating (later in the day).

Manufacturer narrative:
The doctor reported that these incidents may be attributed to his technique. The actual device involved in this incident was not returned to kerr corporation for evaluation. Therefore, the retain sample underwent adhesive strength testing and visual evaluation. The results indicated that the product was within specifications. This is the first MDR report of two incidents being reported. - reference report: [2024312-2009-00043]